Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the cephalic and brachial arteriovenous (av) graft using an indigo system aspiration catheter 6 (cat6) and non-penumbra sheath. It was reported that the patient had been treated with tissue plasminogen activator (tpa). During the procedure, when attempting to advance the cat6 with the peel away sheath and into the sheath, the peel away sheath did not fit into the hemostasis valve adapter (hva), and the physician kinked the tip of the cat6 attempting to insert without the peel-away sheath. The cat6 was then removed. Subsequently, the physician viewed the angiogram and inflated a balloon. The procedure ended at this point. The physician had decided the patient had adequate flow and did not need additional intervention. There was no report of an adverse effect to the patient.